Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during an implantation procedure, after inserting the is-1 lead into to port, the physician did not notice any resistance neither ratchet noises when tightening the setscrew with the provided torque wrench. Despite the is-1 connector was not properly tightened, the physician could not remove the lead pin from the port by pulling. The physician tried to unscrew but again noticed the feeling of not transmitting turns. The physician took another screwdriver but it turned freely. Then a second physician tried to unscrew the is-1 connector without success again. The impedances were measured (pacing and continuity of the coil) and found normal. Finally it was decided to explant and replace the subject device by another. As the physician was not able to withdraw the is-1 connector pin from the port (even when some force applied when pulling), the body of the lead was cut. The is-1 connector portion of the lead still remains in the ICD port. The subject device will be returned for analysis.